Manufacturer narrative:
(B)(4). The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. However, the customer placed an order and part was shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. Device was not returned.

Event description:
It was reported to vyaire medical that a transducer fault has occurred on the vela ventilator. It was stated that it failed the exhalation differential pressure and exhalation flow calibration. There was no patient involved in this reported event.